Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during laparoscopic salpingectomy procedure the probe broke off inside the patient. The broken probe was successfully retrieved using grasper. Furthermore, olympus was informed that there was no damage to the teflon pad and no metal was exposed. The event occurred at the end of the procedure while the resident doctor was trying to transect through the fallopian tube using the device. There was a ¿probe damage¿ error displayed on the generator, prior to the "broke" breaking off. No medical or surgical intervention was needed. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the probe was broken off. The broken portion of the probe was returned and measures approximately 12mm from the distal end. The teflon pad had normal wear but no metal exposed. There were charred marks found on the teflon pad.